Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observations revealed both the implants have been deployed. The shaft is slightly bent/deformed near the distal end of the device. Functionally, the trigger didn't work as intended and a click sound was not heard when the trigger was fully pressed which indicates the trigger is broken. This complaint can be confirmed. A possible root cause could be the surgeon applied too much force which caused the trigger to break. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). See associated medwatch: 1221934-2017-10605 and 1221934-2017-10606

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration information is currently unavailable . See associated medwatch: 1221934-2017-10605 and 1221934-2017-10606.

Event description:
The sales rep reported via phone that one of his true span 0 degree peeks did not deploy the anchor far enough. The suture was cut to remove that implant. When using the second true span 0 degree peek the first implant pulled out due to poor tissue quality. The surgeon used a true span 12 degree peek and went too far with the needle and the implant deployed out the other side of the patient's knee. The suture was cut but the implant was left on the knee capsule. The case was completed with a fourth like device in a different area as well as a competitor device. There was a 10-minute delay and one implant was left out the other side of the patient's knee. The devices are being returned additional information received on 09/29/2017. Truespan 0 degree, lot number: l272658. The issue occurred with the 1st implant and the suture was cut to pull out the implant. There was minimal difficulty for insertion and there was no need for excessive force to insert the device. The delay with this device was probably 3 minutes out of the 10 - 15 minutes overall. There were alternatives available and there was no patient impact on this one. Truespan 0 degree, lot number: l4842098. The 1st implant of the 2nd truespan device pulled through the tissue again, presumably after deploying both implants in the meniscus. Potentially due to the fact that the surgeon inserted the truespan needle of the 2nd device in the same puncture hole as the 1st truespan device. Resulting in weaker tissue and promoting easier implant pullout. The delay with this device was probably 5 minutes out of the 10 - 15 minutes overall. Patient had the 2nd implant remain on the peripheral portion of the knee capsule as it was not retrievable. Truespan 12 degree, lot number: l468456. No implant was left on knee capsule with this device. Both implants deployed outside of the knee on outside of patients skin. Suture was cut to remove the implants. The issue occurred with both the implants and it was later realized to have deployed outside the patient's knee. Patient impact includes small incisions made from needle poking through patients knee outside the skin.